Event description:
It was reported that during central processing, the monopolar curved scissor's tip cover was noted with holes. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Isi received the monopolar curved scissors (mcs) instrument associated with this tip cover accessory and completed the failure analysis investigation. The instrument was found to have a blade damage. One of the blade edges was indented. Additional observation(s) not reported by the site: signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration.